Event description:
Event description cpi received information that this endotak transvenous defibrillation lead and implantable cardiovertor defibrillator (ICD) were both explanted. The lead had an insulation cut near the pin connector. The ICD was removed because the torque wrench broke off in the setscrew.